Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional right side removal was noted as "late infection.¿ healthcare professional also reported infected right breast reconstruction and right breast wound. Device explanted.

Manufacturer narrative:
The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late infection.

Event description:
Healthcare professional, right side removal was noted, as "late infection¿. Healthcare professional also reported, infected right breast reconstruction and right breast wound. Device explanted.